Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No patient complications were reported the hospital.